Event description:
Sorin group deutschland received a report that the touch screen of the s5 double head pump became unresponsive after the procedure. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double roller pump. The event occurred in (b)(6. This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the fault and observed that liquid had entered into the pump panel. The display, hkr board and ribbon cables were replaced to resolve the issue and subsequent functional testing did not identify further malfunctions. The defective part was advised to be scrapped. This is a known issue where fluid ingress leads to oxidation of contacts and electrical failure. Livanova (B)(4) has implemented a CAPA (B)(4) for this type of issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufacturers the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive after the procedure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.